Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with an unknown amount of insulin. Customer added insulin to the cartridge and loaded it successfully. Additionally, the insulin gauge was inaccurate. Customer decline to provide further information regarding the event. The customer¿s blood glucose level was 111-112 mg/dl.